Event description:
It was reported that a cartridge alarm (alarm 31) occurred during pumping. The customer¿s blood glucose was 143 mg/dl. The customer reverted to an alternate method of insulin therapy.